Event description:
On (B) (6) 2010, I had a medtronic neuro-stimulator unit -trail- inserted by a physician. The medtronic rep programmed the unit and off is was sent home. During that day, I had several instances where the voltage would increase very suddenly without warning and I was unable to walk. This continued off and on all day long. That evening I noticed a smell that seemed to me as if it was burning flesh. I was very uncomfortable and turned the unit off for the night. The next morning - (B) (6) 2010-, I awoke and turned the unit back on and was suddenly shocked again. I called my physician and informed him of the problem. He then asked that I come down to the office to check and see if the leads have been moved or disrupted. Upon arrival at his office, I was in extreme pain as I had been all night long, the pain had been radiating across my back where the leads had been connected in my t spine area. The physician checked to see if the leads were still in place, and they were. He then adjusted them and began to re-adjust the neuro-stim unit with the hand held controls, he stated that he was going to wipe out all the settings and start over, this was with the medtronic overlooking his actions. All of a sudden my arms and legs flew out in front of me and I felt an incredible shock and it continued to increase in severity. This went on for at least 5-10 seconds as I watched the physician's eyes open wide as well as the medtronics rep. He then tried to shut the unit off and finally had to physically pull the electrical cord apart from the unit to stop shock - electrocution- immediately after this, I tried to take in a breath and could not do so. I was unable to breath for several seconds and my heart was racing at an incredible rate. The physician kept saying that he was sorry while the medtronics rep started to play with the unit again. She continued to shock me and I was terrified and asked her to stop. The physician stated to the rep that the trial was a complete and utter failure and asked his assistant to remove the lines. I was unable to stand and had to be wheeled out to my vehicle. My partner was with me the entire time. Once home I was in incredible pain and continue to have major leg spasms and back pain. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: rsd/crps. Neuropathic pain. Event abated after use: yes.